Event description:
The manufacturer was contacted in reference to a thermal product malfunction. The manufacturer received information alleging about pca burnt. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.during the technician's repair, the technician noticed pca burnt. The technician reported the device was destroyed.

Manufacturer narrative:
Iin previously submitted report section event date, report source, conclusion code grid, remedial action, recall (z) number init was incorrect, in this report after reviewing information section event date, report source, conclusion code grid, remedial action, recall (z) number has-been updated/ corrected.